Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support and the following day post veno-arterial extracorporeal membrane oxygenation cannulation (va ECMO) and upon arrival back to the unit, it was noticed the patient had developed a hematoma at the impella access site. It was noted the patient had been moved several times from and to different beds and was placed in a semi upright position. The decision was made to explant the impella cp. The patient survived the explant and was continued on va ECMO support.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: hematoma: the cause of the injury is most likely use related since patient was moved several times from/to different beds and was sat up semi upright. Device history lot: device lot: 1839218. Device history batch: sub-component lot: n/a. Device history review: the pump s/n: (B)(6) passed all the post sterile inspection checks. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, hematoma, the cause of the injury is most likely use related since the patient was moved several times from and to different beds and was positioned semi upright. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.